Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions). A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The customer received new batteries, which were installed into the unit and resolved the issue. The fse then performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. The fse then returned the unit to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a training session performed by a getinge clinical specialist (gcs) for cvicu staff, while using the cardiosave intra-aortic balloon pump (iabp) demo trainer, and catheter, the gcs noticed that battery bay one was not lighting up to show the battery status on the external battery (no green lights). When the cardiosave was turned on and plugged, the iabp showed the status as plugged in and batteries charging. When unplugged, the battery status would go from full, to not detecting a battery. The cath lab manager and ICU educator were in the room at the time, were aware of the issue, and planned to take make biomed aware of the issue for servicing as soon as possible. This was noted during an education session, there was no patient involvement.